Manufacturer narrative:
(B)(6). (Aborted procedure). Field service specialist (fss) visited the account and found no failure with system. Used cone wasn't available. No patient data found in treatment history. 3-month preventive maintenance performed. Laser met specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after intralase procedure flap was unable to lift as sidecut was not completed. The procedure was aborted. They reported flap bed cut was okay. The patient interface used was not available. During follow up it was reported by the account the patient will have photorefractive keratectomy in the following weeks.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.